Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly experienced low blood glucose incident after taking too much insulin based on meter reading. Customer reportedly woke up with low blood glucose symptoms, tested with a reading of 99 mg/dl on meter and was treated with a high glucose liquid by wife. Customer was unable to self-treat; there was no delay in treatment.customer's symptoms did not match results. Requested return of the alleged device for evaluation and replacement was sent.